Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by repeated failed infusion sets.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 9/3/24. The user was admitted to the ER due to hyperglycemia with ketones present after experiencing high bg levels throughout the day. The user had gone through three infusion sets, with two of them having bent cannulas. Despite replacing the third set four hours prior, their bg remained elevated at 668 mg/dl for over 16 hours. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user performed ketone testing and followed their ketone action plan by going to the ER. Upon arrival, the ER planned to administer insulin manually and provide IV fluids. The user confirmed the device was working correctly before the set change and found that another bent cannula was the cause of the issue. The user was advised to pause or disconnect the ilet device if the ER administered insulin. The user experienced no immediate health effects.